Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11. Corrected fields: e3; h8. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). E1 - address 1- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had bulb malfunction, no brightness output, the liquid crystal display of the laparoscope went completely black, and there was no image visible. The event occurred during surgical treatment for genital human papillomavirus infections. The procedure was completed with a back-up device. There were no reports of patient harm.